Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 45 mg/dl to 58 mg/dl, shaking, and disorientation. Reportedly, customer delivered too large of a correction to treat a prior bg level. Additionally, customer had increased physical activity which contributed to the bg level. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.